Event description:
According to the reporter, during laparoscopic anterior resection, the device was difficult/ unable to close while doing end to end anastomosis of rectum and large bowel. When the surgeon tried to approximate the anvil using the knob, it was hard to turn the knob. During approximating, the anvil was bent without no reason. The device was changed to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: analysis summary: post market vigilance (pmv) received two photos, two videos and one device. The visual inspection of the staple guide noted the instrument had a full complement of staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. When the twist knob was turned fully to see the green indicator a gap was noted between the anvil and the staple guide. Forwarded to north haven engineering for further evaluation of anvil gap. If information is provided in the future, a supplemental report will be issued.